Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited episodes of noise. The patient was presented for rv lead revision. During the procedure, the physician attempted to gain access to the vein, but it was unsuccessful. Eventually, programming changes were to resolve the issue, and the rv lead remains implanted. The patient was in stable condition.